Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Identified the need to replace the image intensifier (ii). Replaced the image intensifier. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system displays artifact on the image. System is still being used. There was no report of patient injury.